Event description:
Info received from eye care professional (ecp). A pt initially contacted us requesting replacement contact lenses (cl). The pt reported that he/she had been diagnosed with a scratched cornea and was not able to wear cl for "an extended period of time". The pt was wearing acuvue advance when the event occurred. The pt was wearing as daily wear lenses and replacing every 2-2 1/2 weeks. The pt stated that he/she used opti free replenish solution to disinfect cl. The treating ecp's office reported that the pt presented in early 2009 for a routine eye exam. Sle revealed an inferior infectious central ulcer od 6:00. The pt was treated with vigamox qid, erythromycin at bedtime and instructed to return in a week. A week later, the pt returned to the clinic, sle revealed staining od. The ecp discontinued vagamox and prescribed tobradex qid x 1 week. The report stated that on 01/19/09, the pt was "much better" and instructed to rtc as needed. Tobradex was weaned to 3 times a day for 3 days, 2 times a day for 2 days, then one time a day for 4 days. The pt's bcva od was 20/25 on original date, a week later and another one week later. Lot history review and product eval were not performed because the lot number was not provided and the suspect product was not available for eval. MDR reportable events are reviewed in quarterly management review meetings.